Event description:
The customer contacted beckman coulter inc(bec) to report a leak coming from the wash tower nozzle on the access 2 immunoassay analyzer while performing maintenance work. Customer technical support advised the customer to check event long; no errors were noted. Cts advised the customer to check the availability for a new larger o ring for wash nozzle and to replace, prime, and observe for further leakage. The customer was unable to locate the o ring to replace it, therefore, the cts recommended that the customer to stop the use of the instrument even though, qc results were passing. On the day of the event ((B)(6) 2011) a bec field service engineer (fse) was dispatched for this event and found a small crack in the top of the brown wash tower nozzle. The fse replaced wash tower nozzle and primed system and no wash buffer leak was observed. Hardware is the root cause for this event.

Manufacturer narrative:
Bec internal identification (B)(4).